Manufacturer narrative:
(B)(4). Batch # m9373g. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the clips from the clip applier were malformed. A second clip applier was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2016. Batch # = m9373g. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 2 unformed clips were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 16 conforming clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.